Event description:
It was reported by dealer that the tpo100 concentrator is not running off battery but will run off power cord. Dealer advised unit runs for about two or three seconds and then shuts down with no alarm.

Manufacturer narrative:
Follow up will be filed if additional information is received.

Manufacturer narrative:
The device was evaluated by the returns department which found that the pcb has no power, the controls switch/button is broken, and the manifold is defective.

Event description:
It was reported by dealer that the tpo100 concentrator is not running off battery but will run off power cord. Dealer advised unit runs for about two or three seconds and then shuts down with no alarm.